Manufacturer narrative:
Follow-up # 2 (07/23/2013)-device evaluation:the subject meter was returned on 01/18/2013 and analysis completed on 07/19/2013 by lifescan product analysis with the following findings: the reported error messages could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging the meter was displaying an unknown error message which indicated "retry with new strip". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4):the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.